Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient¿s system controller had damaged/exposed wires on one of the power leads, however not on the driveline itself; therefore, the controller was changed out. Log file submitted captured numerous low voltage events mostly on battery power but did notice a few odd voltages while using the patient cable as well. A controller exchange was warranted due to these events happening on both power sources. No additional information provided.

Manufacturer narrative:
Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6) was shipped to the customer on 27dec2017. Manufacturer's investigation conclusion: the reported event of low voltage alarms was confirmed with the evaluation of the returned system controller (serial # (B)(6). The returned system controller was connected to laboratory equipment, and the voltage values displayed on the system monitor was less than the expected ~14.3v. Electrical measurement of the underlying wires of the power cables confirmed increased resistance across the length of the wires, which indicated conductor breakdown damage. This increased resistance would have attributed to the lower than expected voltage value and have the potential to result in the premature alarm. The data retrieved from the system controller captured data consistent with the evaluation. It was noted there were damage on the power cables after removing the rescue tape. However, there were no exposed underlying wires. The conductor breakdown damage appears to be wear/tear related due to the repetitive flexing of the cables during use. The estimated duration of use from implant date to event date is 669 days. Incidental findings: the pump running arrow symbols were dim and the serial label was worn. No further information was provided. The manufacturer is closing the file on this event.